Event description:
Through literature review livanova became aware of an article stating that two different water samples obtained from an heater-cooler 3t system at siena university hospital (italy) were isolated in 2017. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in siena, italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Literature review.

Event description:
See initial report.

Manufacturer narrative:
H10: the serial number of the device used during the procedure is unknown, however analysis of the installed units at the involved hospital revealed that the following heater cooler 3t systems were installed in the year of failure: (B)(6) (all of them manufactured in 2013). Despite several attempts, no further information was made available from customer on this specific case. Complaint database analysis revealed a subsequent case of m. Chimaera contamination on device sn: (B)(6), submitted under medwatch number: 9611109- 2019-00105. Through follow-up communication from the same hospital carried out for the case mentioned above, livanova learned that the device was cleaned regularly per the instructions for use with peresal disinfectant; it was placed inside the operation theatre during use with the fan of the device positioned opposite to the patient and an estimated distance between the surgery field and the device of three (3) meters. A complaints database review revealed no device contamination complaints received from this hospital in the year of bacterial isolation (2017). Based on the above, root cause cannot be determined. The source of contamination is most likely related to location where device is used/stored.